Manufacturer narrative:
The investigation did not identify a product problem. Based on the provided information, the cause of the event could not be determined.

Manufacturer narrative:
The serial number of the customer's cobas 8000 c702 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable tp2 total protein gen.2 result from one patient sample tested on the cobas 8000 c702 module. The initial result was 5.08 g/dl. The repeat result was 7.0 g/dl..